Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the rear housing fan not working was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective fan. The fan was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Event description:
The facility reported a colleague infusion pump with a failing pump head module. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.